Manufacturer narrative:
Model number/catalog number: sc-3400-30, serial number: (B)(4), batch/lot number: 15658262, model/catalog description: splitter 2x8 kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that there were high impedances noted in the patient's scs system. The patient underwent a revision procedure wherein the splitters were replaced. There were still high impedances, however, all pain areas were covered. The patient was doing well postoperatively.